Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had fallen on their left side and subsequently was exhibiting stimulation. There was also a reported slight increase in pacing thresholds and impedances on the left ventricular (lv) lead. An x-ray was performed and there was no indication of a lead or device issue. The patient was given muscle relaxants to relieve the discomfort. At that time, there were no allegations from the physician regarding the crt-d system. Additional information indicates that the lv lead impedances have increased to greater than 2,000 ohms. The lead configuration was reconfigured and normal impedances were noted. Technical services (ts) discussed that based on the provided information, the fall the patient experienced could have damaged the lead or a connection issue could had manifested itself. The patient's system was programmed to lv ring to coil for pacing configuration and outputs were raised to mimic daily measurements. The patient was to be tested for potential stimulation and then released to go home. No further complications have been reported.